Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: neither product samples, pictures, or videos were received for investigation. The complaint of needle falling off could not be confirmed by investigation. Without the return of the product a comprehensive failure investigation could not be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no complaints documented for this lot number.

Event description:
It was reported that while attempting to deploy needle safety system, a needle fell off and poked the rt. There was unknown patient involvement.